Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However, pump received with intermittent button response on the esc button and the down button. The root cause was unable to be determined due to insulin pump preservation. The insulin pump was received with no battery installed. It was received with minor scratched lcd window and stained keypad overlay. Data analysis: there is no data listed for the dates of 08/04/2015 and 08/07/2015 due to pump being received without an installed battery. (B)(4).

Event description:
The insulin pump was received without any notification. Analysis has been completed and the results are in this medwatch report. The customer, to whom the insulin pump had been issued, is deceased. No information or details regarding the death are available.